Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for valve not between markers and deployed was unable to be confirmed as no applicable imagery or device returned for evaluation. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As reported, ''the operator attempted to bring the pusher catheter back from the valve. It was just following this action it was noticed that the balloon was pulled too far into the valve, almost 50% more. The team then performed 2 inflations, 1st to lock the outflow of the tavr valve in place and during the same pacing run, advance the deflated balloon into correct position for complete inflation. Additional information obtained: the possible reason for the balloon being pulled too far into the valve was the operator, during the pull back of the pusher, watched the fluro focused on the pusher and expecting it to come back, however instead of fixing his right hand on the balloon catheter and pulling the pusher catheter back with the left hand, he may have pulled with the right. Visually the pusher appeared fixed to the valve, so it was pulled harder, bringing the balloon well beyond the distal marker.'' Per training manual, user is instructed to move/pull back the flex catheter (handle) while maintaining the position of balloon catheter prior to valve deployment. In this case, it is likely that the user was pulling the balloon catheter (y-connector) instead while the device was at unlocked position, causing the valve to shift on the balloon as the flex tip interacted with the valve on balloon, which in turn resulted the valve not being between the valve alignment markers during deployment. As such, available information suggests that use error (improper flex tip retraction technique prior to valve deployment) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra resilia valve, following successful valve alignment with micro wheel and crossing the valve, the operator attempted to bring the pusher catheter back from the valve. It was just following this action it was noticed that the balloon was pulled too far into the valve, almost 50% more. The team then performed 2 inflations, first to lock the outflow of the tavr valve in place and during the same pacing run, advance the deflated balloon into correct position for complete inflation. The case was successfully completed. Per additional information from the fcs, "the delivery system upon removal from the patient was cleaned by the edwards territory manager and found to work as intended. The possible reason for the balloon being pulled too far into the valve was the operator, during the pull back of the pusher, watched the fluro focused on the pusher and expecting it to come back, however instead of fixing his right hand on the balloon catheter and pulling the pusher catheter back with the left hand, he may have pulled with the right. Visually the pusher appeared fixed to the valve, so it was pulled harder, bringing he balloon well beyond the distal marker. The pusher was then pulled back with ease." Per additional information from the fcs, "the delivery system upon removal from the patient was cleaned by ew tm and found to work as intended. The possible reason for the balloon being pulled too far into the valve was the operator, during the pull back of the pusher, watched the fluro focused on the pusher and expecting it to come back, however instead of fixing his right hand on the balloon catheter and pulling the pusher catheter back with the left hand, he may have pulled with the right. Visually the pusher appeared fixed to the valve, so it was pulled harder, bringing he balloon well beyond the distal marker. The pusher was then pulled back with ease."